Event description:
A family member reported that on (B)(6) 2011 the patient experienced low blood glucose of 1.8 mmol/l with dizziness and was pale. The family member stated that the patient was treated with candy and juice, and the patient's bg resolved to 5.3 mg/dl. Customer support reviewed the pump with the reporter and found all settings and histories were correct. The reporter stated that loss of primes occurred the afternoon of (B)(6) 2011, but the cartridge was changed and the pump was primed and loss of primes did not recur. The reported confirmed that the patient was not attached during the cartridge change or during priming. There is no indication of a pump malfunction, however the patient was placed on a back-up plan for insulin delivery because the family member stated that she did had "lost faith in" the pump. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.